Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The suspect device has not been received by carefusion.

Event description:
The customer reported not being able to proceed with calibration steps due to a low map (mean airway pressure) while using the 3100 a high-frequency ventilator. The customer reported the most likely cause of the alarm board for the unit not pressurizing. The customer reported the dump solenoid was not resetting after pressing the reset button and was unable to calibrate with a known good patient circuit. Carefusion (cfn) global care support has issued an RMA (return material authorization) for the defective alarm board. The customer reported no patient involvement associated with this event.